Event description:
The patient stopped feeling stimulation a couple of hours ago (around 1pm central standard time). The patient was encouraged to contact his health care professional. Additional information has been requested, a follow-up report will be sent if additional information becomes available.